Manufacturer narrative:
Updated with imaging evaluation result. (B)(4). Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
Updated event descrption by adding "the cordis stent being implanted after deployment of 2 tag® devices was accessed from the left side and advanced to the right iliac artery by cross-over technique."

Event description:
In the afternoon of (B)(6) 2016, a gore® dryseal sheath (sdv2428/14494795) was used for inserting two gore tag® thoracic endoprosthesis from the right femoral artery during treatment of the thoracic aortic aneurysm. The patient had quite severe vascular calcification, so there had reportedly some difficulty during inserting the sheath. After deployment of two tag devices, the sheath was ever retracted back a little bit for implanting an additional cordis stent in the right iliac artery for treatment of calcification. The cordis stent being implanted after deployment of 2 tag® devices was accessed from the left side and advanced to the right iliac artery by cross-over technique. The patient's blood pressure was reportedly stable (105/75mmhg) by completing implantation of all endoprostheses in the target lesion. However, after retracting the sheath, it was reported that the patient's blood pressure dropped down (systolic pressure 50mmhg), an incision was performed on the left femoral artery for an angiography inspection, and the angiography indicated a rupture of the right external iliac artery. The resuscitative efforts were unsuccessful and the patient died from pure hemorrhagic shock due to the rupture of right external iliac artery.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
In the afternoon of june (B)(6) 2016, a gore® dryseal sheath ((B)(4)) was used for inserting two gore tag® thoracic endoprosthesis from the right femoral artery during treatment of the thoracic aortic aneurysm. The patient had quite severe vascular calcification, so there had reportedly some difficulty during inserting the sheath. After deployment of two tag devices, the sheath was ever retracted back a little bit for implanting an additional cordis stent in the right iliac artery for treatment of calcification. The patient¿s blood pressure was reportedly stable (105/75mmhg) by completing implantation of all endoprostheses in the target lesion. However, after retracting the sheath, it was reported that the patient¿s blood pressure dropped down (systolic pressure 50mmhg), an incision was performed on the left femoral artery for an angiography inspection, and the angiography indicated a rupture of the right external iliac artery. The resuscitative efforts were unsuccessful and the patient died from pure hemorrhagic shock due to the rupture of right external iliac artery.